Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-aug-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 14-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's wife said the patient stopped using the ins in march because the patient's back was doing okay. The caller states the patient went to the ER around september 9th or 10th to have emergency surgery, and that while waiting in the ER, the patient "coughed" and realized there was a bump in his back that wasn't there before. Caller states that this bump is like a "bone sticking up" in the patient's back that causes the patient "extreme pain". Caller states that they think the lead was either cut or moved, and that it is "popping" out of the patient's back. Caller states that they tried to get an MRI, but were denied because the ins battery was depleted. Caller states that they tried charging the ins a month ago, but were unable to. The reason for call was to get assistance with charging the ins, and noted to patient services that the hcp is planning on removing the scs system the caller was walked through the no device found and passive recharge mode screens. The caller confirmed that they were able to get to recharging excellent, w/ the ins battery in the red and the controller battery at 70%.